Event description:
It was reported that approximately three years and one month post port placement via the subclavian vein, the port catheter was infused with medium contrast and a subcutaneous leak was identified. It was further reported that the port body and the distal segment were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one powerport MRI isp with 8fr groshong catheter and two x-ray images were returned for evolution. A visual and microscopic evaluation was performed for the sample. The sample was returned in two segments. The catheter was noted to be broken just distal to the port stem. The port body was inspected and multiple accesses were observed at the port septum. Slight mushrooming of the remaining catheter segment was noted on the port stem. Upon removal of the cath-lock, a small hold to the catheter was noted underneath. The fractured surface of the catheter was noted to be rounded and polished on one side with an overall elliptical shape at the cross-section. The image review further confirmed the sample finding as the port is noted to be fractured near the hub with migration of the tubing to the right heart. Therefore, the investigation can be confirmed as reported for catheter break and leak, specifically due to flexural fatigue damage. While flexural fatigue was identified, the definitive root cause could not be determined based upon available information. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. It is unknown whether other patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one powerport MRI isp with 8fr groshong catheter and two x-ray images were returned for evolution. A visual and microscopic evaluation was performed for the sample. The sample was returned in two segments. The catheter was noted to be broken just distal to the port stem. The port body was inspected and multiple accesses were observed at the port septum. Slight mushrooming of the remaining catheter segment was noted on the port stem. Upon removal of the cath-lock, a small hold to the catheter was noted underneath. The fractured surface of the catheter was noted to be rounded and polished on one side with an overall elliptical shape at the cross-section. The image review further confirmed the sample finding as the port is noted to be fractured near the hub with migration of the tubing to the right heart. Therefore, the investigation can be confirmed as reported for catheter break and leak, specifically due to flexural fatigue damage. While flexural fatigue was identified, the definitive root cause could not be determined based upon available information. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. It is unknown whether other patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately four years and one month post port placement via the subclavian vein, the port catheter was infused with medium contrast and a subcutaneous leak was identified. It was further reported that the port body and the distal segment were removed. There was no reported patient injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years and one month post port placement via the subclavian vein, the port catheter was infused with medium contrast and a subcutaneous leak was identified. It was further reported that the port body and the distal segment were removed. There was no reported patient injury.